Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2020-00345. Reference MFR. Report#: 1627487-2020-00346. Follow-up revealed the patient's scs system was explanted.

Manufacturer narrative:
The event date is unknown. The implant date is estimated to be (B)(6) 2017. Concomitant medical products and therapy dates: model: 3286, scs lead, therapy date: unknown, model: 3608, scs ipg, therapy date: unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2020-00345. Reference MFR. Report#: 1627487-2020-00346. This report is related to a spain patient. It was reported the patient has been experiencing pain at her ipg, lead, and extension sites. It was also reported the patient's extension site felt hard. An allergy test was performed and the patient tested positive for titanium. The next course of action will be surgical intervention.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2020-00345; reference MFR. Report#: 1627487-2020-00346.